Event description:
Initial salicylate results on the same patient sample 29 ug/ml rerun again on the integra 700 recovered <2.9 ug/ml. Patient sample was run on the integra 400, recovered <2.9 ug/ml. Customer has stated that since receiving the new cassette lot number, the initial issue has not reoccurred. Original cassette lot number could not be further evaluated because the product was not retrievable from the customer.